Manufacturer narrative:
On (B)(6) 2025, the patient (pt) provided the consult report with the cornea specialist at the eye hospital, after 1 month. The pt provided a note from the eye care provider (ecp) dated (B)(6) 2025. Va with correction right eye (od): 20/20 (-2.50/-1.00/55); normal eye motility; fundus 0.3, macula ok, tonometry od: 14 od: corneal leucoma measuring 1mm vertical x 2.5 mm horizontal, outside the visual axis, on the peripheral cornea at 6-8 o¿clock, with central corneal thinning, corneal leucoma after peripheral corneal ulcer caused by a gelatinous contact lens in the right eye. No additional information has been received. If any further relevant information is received, a supplemental report will be filed if applicable.

Event description:
On (B)(6) 2025, a patient (pt) in brazil reported a ¿severe burning sensation¿ when the suspect acuvue® 2® brand contact lens (cl) was inserted in the right eye (od) on (B)(6) 2025. The pt reported that the suspect cl ¿became fixed abnormally, making it impossible to remove.¿ the pt sought emergency medical treatment at 3 hospitals and is reporting ¿serious eye damage¿ and reports ¿significant corneal injury,¿ impaired vision, swelling, blurred vision, and is in ¿risk of needing a corneal transplant if the treatment is not effective.¿ on (B)(6) 2025, the pt provided additional medical information. On (B)(6) 2025, the pt inserted a cl in the od and experienced pain, redness, burning sensation, blurry vision, secretion, swelling, and itching immediately upon insertion. The pt reported that the ¿cl glued to the eye¿ and the pt could not remove it. The pt went to a hospital that was unable to remove the od cl, no medication was prescribed. The pt was then referred to another hospital and prescribed regencel three times daily (tid) and imezulida 1 capsule. The pt went back for a follow-up appointment on (B)(6) 2025 and was prescribed dews or hyabak 1 drop every 2 hours, vigamox 1 drop every 6 hours, and regencel every 8 hours for 7 days. The eye care provider (ecp) advised the pt of a diagnosis of od corneal ulcer. The pt was recommended to ¿get treatment with another ecp.¿ the pt went to a third hospital on (B)(6) 2025 and was diagnosed with corneal ulcer od. The ecp prescribed thealoz tuo, 1 drop every 2 hours for 6 days, vigamox every 1 hour for 1st day, then on the 2nd day every 2 hours, then on the 3rd day every 3 hours, and tobracim at night for 6 days. The pt had a follow-up appointment on (B)(6) 2025, advised that the ulcer was not completely healed and was prescribed lunah and regencel tid for 7 days. The pt has a follow-up appointment on (B)(6) 2025. The pt reported daily cls wear with a bi-weekly replacement schedule. On (B)(6) 2025, the pt provided additional medical information by email. The pt advised that the ecp told the pt that a follow-up appointment at 6 months and 1 year will be necessary as the ¿injury will need to be monitored.¿ the pt was advised that a ¿scar will remain that could compromise vision, in additional to the risk of persistent infections, and depending on the response to treatment, even the need for cornea transplant.¿ the pt will have a follow-up appointment on (B)(6) 2025. Initial treating hospital ¿ dated (B)(6) 2025; care details: ¿contact lens fixed in the eyeball for 7 hours with local irritation. Attempts to hydrate and remove the lens were unsuccessful. Therefore, we are referring the pt for evaluation and treatment.¿ 2nd treating hospital ¿ dated (B)(6) 2025. Medical certificate: the pt was treated in the emergency room and is requiring 2 days of rest due to the illness. A prescription dated (B)(6) 2025 for regencell ointment ¿ apply three times a day (tid); nimesulide 100mg - 12 tablets; ¿take 1 tablet up to 12/12 hours if you have pain.¿. A prescription dated (B)(6) 2025: ocular use (right eye): dews or hyabak eye drop apply 1 drop every 2 hours; vigamox eye drop apply 1 drop every 6 hours for 7 days; regencel ointment, apply 1 ¿fillet¿ on the lower eyelid, every 8 hours for 7 days. Wait 10 minutes after use of vigamox. Recommendations: return on (B)(6) 2025 for re-evaluation via ophthalmological emergency. A document with medications dated (B)(6) 2025: 2-thealoz duo eye drop, apply 1 drop every 2 hours; vigamox or zymar eye drop, apply 1 drop every 3 hours; tobracin ointment apply at night. A document with handwritten medications (no date noted) for ¿vigamox, today every 1 hour, tomorrow every 2 hours, sunday every 3 hours.¿ a document dated (B)(6) 2025 for regencel ointment, apply tid for 7 days. A document dated (B)(6) 2025, ¿contact lens user presenting corneal ulcer in the right eye. Treatment was indicated and is being monitored at this service.¿ on (B)(6) 2025, the pt provided additional information. The pt went to the ecp for a follow-up appointment on (B)(6) 2025. The ecp advised the pt that the ¿ulcer advanced and it is still open.¿ the pt was prescribed an unknown lubricating eye drop to use 1 drop four times daily (qid) and an unknown ointment to use in the afternoon and at night for the 1st 5 days in then only at night for 5 days. The pt stated that the redness and swelling resolved and the doctor is now concerned about the ¿corneal injury.¿ the pt was referred to a corneal specialist for an appointment on (B)(6) 2025. On (B)(6) 2025, the pt provided additional information by email. Document dated (B)(6) 2025 for hiluropt eye drops, apply 1 drop qid. Document dated (B)(6) 2025 for regencel ointment, apply twice daily (bid) for 7 days. No additional medical information has been provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b014v9t was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.